Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the operational check failed. It is unknown if there was patient involvement.

Manufacturer narrative:
The problem was resolved by replacing the therapy capacitor and processor pca. One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.